Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted sig fem adpt torque wrench confirms the black cap protector is broken and has disassembled from the wrench. CAPA (B)(4) was initiated to further investigate and determine root cause and corrective actions. (B)(4) has been initiated to change the design of product code 961673 as part of CAPA (B)(4). The current complaint sample was manufactured prior to the implementation of (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The tip of the torque device cracked and then dissociated from handle.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with the reported event was not returned for evaluation. Examination of a provided photograph confirmed the black protector cap is missing. (B)(4) was previously initiated to further investigate sig fem adpt torque wrench protector cap breakage and identify corrective actions. (B)(4) has been initiated to change the design of product code 961673 as part of CAPA (B)(4). The investigation could not draw any conclusions about the root cause of the missing protector cap without the instrument and protector cap to examine. The current complaint sample was manufactured prior to the implementation of (B)(4). Based on the inability to conclusively determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.